Manufacturer narrative:
The unit was evaluated for the reported issue that it failed in flow sensor testing. The issue could not be duplicated. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump failed the flow sensor test. There was no patient involvement.